Manufacturer narrative:
A specific root cause could not be identified. Quality controls did not indicate an issue. The alarm list provided did not indicate a root cause. Based upon the information provided, pre-analytical sample handling is a possible root cause. No adverse event was reported.

Event description:
The customer received a questionable troponin t, stat (tnt) result on their e411 rack analyzer. The patient's initial tnt result was <0.010 ng/ml accompanied by a data flag. The patient had a positive result the previous day, (B)(6) 2011, which was not questioned. The initial result was not reported. The patient's sample was repeated on another e411 analyzer (serial number (B)(4)) and the result was 0.141 ng/ml accompanied by a data flag. The patient's sample was repeated a second time on the original analyzer and the result was 0.148 ng/ml accompanied by a data flag. The laboratory reported the 0.148 ng/ml result. All testing was performed in the parent tube using a plasma sample. The patient was not adversely affected by this event. The tnt reagent lot number was 16234301 and the expiration date was 05/31/2012. The field service representative could not determine the cause of the event. He found the customer was centrifuging specimens outside the manufacturer's specification. Performance testing was done and everything with the mechanics and electronics of the e411 were within specification. The customer performed quality control with passing results.